Event description:
Roller clamp did not hold in place. Pt received two 500 ml bags of baxter #2b-2073 lactated ringers & 5% dextrose injection usp before it was noted that roller clamp was not restricting flow. Removed continu flo. No harm to pt.